Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00169: screw.

Manufacturer narrative:
The returned driver was examined under magnification. A torsional fracture pattern was identified at the driver tip. A torsional fracture pattern likely indicates an excessive torsion load about the driver's central axis. The hex flats are twisted counter-clockwise showing the driver broke trying to remove a screw. All other features of the driver are unaffected and show signs of normal wear.

Event description:
During surgery to remove an implanted screw, the distal end of the driver broke off in the head of the screw. The screw, with the driver tip, remains implanted.